Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose was unknown but the customer stated it were in 400s. Customer reported that the sensor updating and loss of communication with cannot find sensor signal alert. Auto mode feature was active at the time of event or not was unknown. The insulin pump will not be returned.